Event description:
A customer reported experiencing a tandem mobi cartridge alarm. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to remove the cartridge and successfully deliver a 9-unit bolus, although they were unable to reload the original cartridge. Support then assisted the customer in loading a new cartridge using the proper technique, and the customer completed the cartridge change and filling of the tubing. The customer chose not to remain on the line for further assistance but agreed to call back if the issue arises again.